Event description:
Same case as: 2134265-2014-06037 and 2134265-2014-06037. It was reported that pullback was unable to perform. The ilab motor drive unit was used in conjunction with an opticross¿ coronary catheter intended to visualize the unspecified lesion. During percutaneous coronary intervention, it was unable to perform pullback. Reconnection of a sled and the catheter could not resolve the issue. The procedure was completed with another of same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).